Event description:
The customer reported that the system shut down and then would not boot up. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The workstation circuit boards were reseated and the sys software was reloaded. The system was then found to be operating as intended.